Event description:
Complainant alleged that during the transport of a pt (age and gender unknown), the device shut down. The device then re-powered almost instantaneously. Upon arrival at the hosp, the device shut down again. The medics then obtained another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.